Manufacturer narrative:
As the reported device was not returned, angiodynamics is unable to perform a device evaluation. An x-ray image provided showing tip in vein. The customer's reported complaint description is confirmed; however, without receiving a sample for evaluation, a definitive root cause cannot be determined. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. During the manufacturing process, the disposable fiber device receives a 100% inspection and an aql inspection in which the quality of the fiber strip is inspected. The instructions for use which is supplied to the end user with this catalog number contains the following statement "prior to and during use, avoid damaging the fiber by striking, stressing, or excessive bending. Do not coil the fiber tighter than a diameter of 20cm" and "pull the sheath back and lock it to the sheath-lok fitting." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference pr(B)(4).

Manufacturer narrative:
It was reported that the device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. (B)(4).

Event description:
An angiodynamics clinical specialist reported an issue with a 65cm nevertouch kit w/gripper and rfid. After finishing the procedure, the treating physician noted that the fiber did not have the gold tip. It was believed that it may have fallen off but it was not seen in the immediate image, within the patient; therefore, the patient was summoned 15 days later to have better visualization. In the revision ultrasound, the tip of the fiber was located within the patient's vein, in the space that was treated with the laser. The patient has not experienced any adverse effects or harm as a result of this incident. It is unknown at this time if the tip will be removed from the patient or left in situ. The reported device is not available to be returned to the manufacturer for evaluation.